Event description:
An asymptomatic patient presented with an increased in pacing thresholds. Micro-dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.